Event description:
It was reported that a patient underwent an unknown spinal procedure with hardware instrumentation. At an unknown time post-op, it was noted that the "screws were broken thus causing the patient pain. A revision surgery was performed to remove the broken screws and rod on the right side. Fragments of the screw were left in the patient. Fusion was seen at l4-5 but instability was noted at l5-s1. Patient has leg pain on the right side. If pain persists, surgeon will perform and alif procedure." No further details are known at this time.

Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of radiographic images show ap and lateral x-rays of legacy at l4-l5-s1 with capstone 26 oct 2011. Screws at s1 are broken. The capstones are in good position. Revision was necessary on 7 may 2014 due to nonunion at l5 and pain. Left sided construct was left in place and the right sided construct was removed except for the fractured pieces.